Event description:
It was reported the staff expected a red alarm for asystole, but a yellow alarm was generated during a cardiac arrest instead. It was indicated staff responded to the yellow alarm that was generated and there was no delay in care to the patient. CPR was performed on the patient, and they regained consciousness after approximately 5-6 minutes. The patient was transferred to another ward, where they later passed away. Clinical application reviewed the clinical audit log, revealing the device behaved as intended as the customer's alarm limit for asystole is configured at 4 seconds; however, the waveform pause during the event only lasted for 2.7 seconds, which did not meet asystole criteria.

Manufacturer narrative:
Patient involvement was reported, it was indicated staff responded to the yellow alarm that was generated and there was no delay in care to the patient. CPR was performed on the patient, and they regained consciousness after approximately 5-6 minutes. The patient was transferred to another ward, where they later passed away. Based on this information, there was no apparent device malfunction which led to the reported event. There was no harm to the patient related to any philips device. A philips remote service engineer (rse) spoke to the customer biomed. The biomed stated that users expected an asystole alarm, but the system alarmed for low heart rate (yellow alarm). A philips clinical application specialist (cas) assisted with analyzing the patient ECG waves. The rse and cas connected to the customers surveillance remotely and analyzed the patient ECG waves. The cas concluded that the system had behaved as intended. The customers system asystole limit is configured for 4 seconds. When checking the patient data/waves the condition, at the time, it had only lasted for 2.7 seconds, which does not fulfill the criteria for an asystole alarm to be issued. It was determined that the device functioned as configured and designed. The rse sent an email to the biomed with the explanation. The biomed said that they would forward the information to the nurses. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6) philips is in the process of obtaining additional information, a follow up report will be submitted once the additional information is received.

Manufacturer narrative:
Additional information: philips received confirmation of patient age, weight and date of death. The patient date of birth was only provided as "born 1956".